Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 10/25/2013, electrode belt: 03/06/2013.

Event description:
A distributor notified zoll on (B)(6) 2015 that a patient passed away on (B)(6) 2015 around 12:15am. The patient received two treatment shocks prior to passing. The patient was reported to be at home with his wife at the time of the event. The patient's wife reported that ems was present at the time of the second treatment. The first appropriate treatment was delivered at 12:50:38am on (B)(6) 2015. The rhythm at the time of the treatments was vf. The post shock rhythm of the treatment was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was treated a second time at 12:51:09am. The rhythm at the time of the treatment was CPR artifact. CPR artifact contributed to the false detection. The ECG recording showed that the patient was in asystole prior to device deactivation at 12:58:04am on (B)(6) 2015.